Event description:
Caller reported a cgm error 42, which involved the #g7sensor. There was no adverse impact to the customer's blood glucose level following the incident. Technical support provided assistance by guiding the caller through a pump reset. After the reset, the cgm error code did not appear again, and the caller successfully started their sensor session.